Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that after aligning to their plan, making an incision in the skull, and placing the fiber, the surgeon confirmed the placement with an imaging system spin and saw a 2-3mm inaccuracy inferior of their target. It was noted that the registration metric was 1.3mm. The surgeon created a new plan to hit initial target to finish the case. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735737, version: 2.1.0 h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The logs captured 2 sessions on the date of the issue. Logs captured that in the first session the site did not perform any registration. In the second session, the site performed around 18 registrations, and the final registration was performed with an error metric of 1.6 millimeters (mm). The archive had around 10 exams, but the site merged 2 magnetic resonance (mr), 1 computed tomography (CT), and 2 imaging system exams. 2 plan data were observed, and the registration data was not found in the archive. Logs did not capture any evidence related to reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.